Event description:
Two incidents pertaining to a defect on the side seam of transfer pack containers were reported to the qa department. In both instances, the lot numbers of the containers were identical. A transfusion services facility reported that blood leaked from a hole on the side seam of a transfer bag. The other defect (tear/cut on sideseam) was detected at the collection facility by personnel preparing to connect transfer pack container to primary container.